Event description:
A vns patient had lead and generator replacement surgery and the explanted lead and generator were returned for analysis. Analysis of the generator revealed no anomalies. Analysis of the lead noted that a portion of the white (+) and green (-) electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Analysis was performed on the returned lead portions. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluid found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with not discontinuities identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.